Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32 +5 alumina head; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient experiencing hip pain. Doctor says osteolysis on proximal femur." An alumina liner and femoral head were revised. Spoke to rep, who provided an x-ray. Rep confirmed no further information will be released by the hospital or surgeon.